Event description:
It was reported that the customer experienced hyperglycemia and a diabetic ketoacidosis episode that was not previously reported, and also requested assistance pairing the ilet to the mobile application. Symptoms included hyperglycemia consistent with dka. Outcomes included clinical impact requiring medical attention. Investigation included outreach to collect additional information and to perform troubleshooting related to app pairing and device use. Investigation of this case revealed that the cause of the hyperglycemia is unclear, and device performance issues have not been confirmed due to insufficient information regarding alerts, alarms, or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.